Manufacturer narrative:
H2: additional information. Ime and imf codes have been added. H2/h3/h6: analysis was completed on the returned parts. The returned position sensor unit (psu) was analyzed. The housing of the returned psu had yellowed considerably. Both lenses were scratched as well. Otherwise, the laser light was found to be fully functional and the psu passed an accuracy test (aak) at .09 mm with a passing threshold of .35 mm. No problem was found. The returned handle was also found to be fully functional when it was connected to a known, good psu. Pressing the button on the handle caused the laser to light without fail. No problem was found. Codes b01 (already submitted), c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the filed and hardware parts were replaced. It was later confirmed that the handle and the position sensor unit (psu) were replaced. The system passed all tests and was performing as intended. The handle and psu were returned for analysis however analysis has not yet been completed. Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), ubd: 01-jan-2050. Product ID: 9733656, serial/lot #: unknown, ubd: 01-jan-2050. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. During servicing, it was found that the camera had anomaly. The handle laser on didn't work. No patient present. It was reported that the cause was suspected to be a connection failure on the input terminal.